Event description:
Boston scientific received information that many anti tachycardia response events were recorded during a follow up. Noise as well as abnormal pacing impedances were also noted on this right atrial lead. The device was programmed to unipolar configuration. The system remains implanted. No adverse patient effects were reported.

Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device has been returned for analysis, upon analysis this investigation will be updated.

Event description:
Additional information received noted that this device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Should additional information become available, this investigation will be updated.